Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2017 at 6:00 pm when he obtained an alleged inaccurate high reading of ¿470 mg/dl¿ with the subject meter. The patient stated that he manages his diabetes with a fixed dose of insulin and denied making any changes to his usual diabetes management regimen in response to the elevated result. The patient reported that 30 minutes after the obtaining the alleged inaccurate result, he developed symptoms of ¿almost passed out and blurred vision.¿ the patient reported attending the urgent care clinic on (B)(6) 2017 at 6:30 pm in response to the symptoms where he was treated with glucose tablets/gel. The patient claimed his blood glucose was measured on the clinic device on (B)(6) 2017 at 6:30 pm and a result of ¿61 mg/dl¿ was obtained. The patient also reported that on (B)(6) 2017 at approximately 2:30 pm he obtained an alleged inaccurate high reading of ¿430 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the patient was testing with test strips that were stored correct and were not expired or opened past their discard date. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.